Event description:
It was observed that during the device evaluation, the bronchovideoscope, had no image or severely blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Corrected fields: g2; report source.

Event description:
No additional information received from the customer.